Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the needle broke (removal from package /during passage through tissue/ during tying / post-op)? It was never in the packet/foil when opened. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the alleged quality issue that the needle broke into two separate pieces or that the needle was noticed to be incomplete? Please clarify when it was discovered that the needle was incomplete; the needle was a quarter circle rather than a semi-circle (removal from package /during passage through tissue/ during tying / post-op)? Was the needle used on the patient? * did the needle fall into the patient? * if yes, was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was any other tissue damaged as a result of searching the needle? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle was incomplete, the needle was a quarter circle rather than a semi-circle. There was no point on the needle. The procedure was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/14/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: the needle came out of the pack incomplete. The missing part of the needle was not in the pack. It did not go near a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.